Manufacturer narrative:
The lot number is unk and therefore the date of manufacture cannot be determined. If the sample is returned a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
On (B)(6) 2010 the customer stated that her tube was "faulty" and that there is a problem with the cuff or something wrong with the inflation side. She had the tube replaced yesterday.